Event description:
During surgery surgeon attempted to close using ligamax 5, the device got stuck in closed position on pt's artery and would not release. The device was opened with another instrument with no adverse harm to pt. Another ligamax 5 was brought into procedure and utilized without incident.